Manufacturer narrative:
Visual inspection of the returned device found that the top threads were completely ripped from the head from being forced through the locking feature of the plate. Dimensional inspection could not be performed due to the condition of the screw head threads. Analysis of the returned device indicates that the device could have been a contributor to the reported event. The device had evidence that it did go through the plate. The condition of the threads prevented adequate testing to determine if this particular screw was within tolerance when used, and cannot determine how much torque was used by the surgeon. Based on analysis, a definitive root cause could not be determined. However the most likely root cause was over torquing by the surgeon.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the locking screw passed through the plate thus the plate had to be cut in order to remove the screw. The part of the plate which was cut was discarded at the hospital. "The surgeon decided to leave the plate in the patient as the rest of the plate was already fixed with screws."